Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Remains implanted.

Event description:
It has been reported that the patient's mets distal femur has failed and revision surgery is planned.